Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2023-00057 ).

Event description:
It was reported that the patient underwent initial l5/s1 implantation of modular cannulated screws on (B)(6) 2023, in australia. Subsequently, the patient presented with pain, and it was identified that the screws in s1 had broken. Revision procedure was performed on (B)(6) 2023 during which it was noted that left s1 was broken mid-shaft (distal to the diameter transition). The proximal end of 39-sk-6550 was explanted, the distal fragment remains in the patient. A 39-sk-7580 shank (with tulip and set screw) were implanted at the iliac crest for additional strength and to avoid the fragment. No new screws implanted at s1 on either side. The right s1 shank was broken at approximately the diameter-transition. The proximal end of 39-sk-6545 was explanted and the distal fragment remains in the patient. A 39-sk-7570 shank (with tulip and set screw) were implanted at the iliac crest on the right side for additional strength and to avoid the fragment. The l5 screws were removed and replaced.

Manufacturer narrative:
H3 device evaluation - s1 screw fractures were observed in a l5 - s1 procedure with decompression performed on one side. No inner-body was used as the disc was identified as calcified with no movement observed between l5 and s1. The fractured s1 screws were sent out for sem evaluation. The results of those assessments note the failure mode was via fatigue. Both fractures initiated in the minor diameter at remnant tooling edge discontinuities. Both s1 screws were cannulated ø6.5mm screws, it is unclear why the s1 implants failed via fatigue loading since it was noted that no movement was observed between l5 and s1. Some manner of introducing preloading / prestressing the screws as part of construct assembly or movement / instability between l5 and s1 would be needed to facilitate fatigue loading across the screws. Review of device history records found forty (40) pieces of this lot released for distribution on 11/4/2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are being recommended. This report is number 2 of 2 mdrs filed for the same event (reference (B)(4)).

Event description:
It was reported that the patient underwent initial l5/s1 implantation of modular cannulated screws on (B)(6) 2023, in australia. Subsequently, the patient presented with pain, and it was identified that the screws in s1 had broken. Revision procedure was performed on (B)(6) 2023, during which it was noted that left s1 was broken mid-shaft (distal to the diameter transition). The proximal end of 39-sk-6550 was explanted, the distal fragment remains in the patient. A 39-sk-7580 shank (with tulip and set screw) were implanted at the iliac crest for additional strength and to avoid the fragment. The proximal end of 39-sk-6545 was explanted and the distal fragment remains in the patient. A 39-sk-7570 shank (with tulip and set screw) were implanted at the iliac crest on the right side for additional strength and to avoid the fragment. The l5 screws were removed and replaced.